Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was observed with varying and gradually increased impedance before an alert triggered for out of range high impedance on the high voltage defib coil. The alert limit was set higher. The lead remains in use. No patient complications have been reported as a result of this event.